Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the viperwire guide wire spring tip fractured. The 90% stenosed, severely calcified target lesion was located in an area of the distal right coronary artery that was 2.5 mm in diameter. During treatment, the csi orbital atherectomy device (oad) contacted the viperwire guide wire spring tip, and the spring tip fractured. Multiple attempts were made to retrieve the fracture, however, attempts were unsuccessful. A stent was implanted and pressed the spring tip fracture to the vessel wall. It was noted that the event caused the procedure to be delayed for approximately one hour. The patient's condition was good following the procedure.